Event description:
It was reported that they need a new battery pack for the controller. Patient(pt) stated the controller keeps blinking on the screen and it keeps coming up with a message to change the battery soon. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powers on. Patient put the battery back into the controller and confirmed controller is 80% and implanted neurostimulator is 80%. Patient then connected recharger and confirmed charging excellent. Agent reviewed with patient that they will be charging like this for a little while and then they will see the message controller batteries low replace the controller batteries soon. Pt confirmed they had reset the controller last week, but they had been repeatedly seeing the message appear all last week and throughout this weekend. Agent sent a request to repair to replace the recharger. Patient called back and stated that a message telling them that the controller needs a new batteries soon kept appearing while recharging the implantable neurostimulator (ins). Agent had patient reset the controller and patient confirmed that there was no damage to the controller but the paddle was getting "really hot/warm" while recharging the ins. Agent reviewed the information and submitted a request to repair to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755-rfb lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97755-s lot# serial# (B)(6)implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-rfb, serial/lot #:(B)(6), ubd: , UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 fdc code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of recharger; model #: 97755; s/n: (B)(6) reveled that they found no issues with finding or charging and no visual anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.